Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had low audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed and passed. Drop testing and was performed and passed. Manual "try it" testing and was performed and passed. The reported event of a low audio output was not confirmed. A root cause could not be determined.